Event description:
Customer's mother called to report having elevated blood glucose (bg) readings after wearing this pod for a few hours. The bg readings fluctuated between 300 mg/dl - high before taking the pod off and starting a new pod. Mother stated her child is using the pinch-up. She denied seeing any kinks or blood in the cannula and the site looked normal. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.